Manufacturer narrative:
The device malfunction would not lead to a death or serious injury if the malfunction were to recur since the determined cause would only lead to a delay of therapy.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported "constant close door message'" which was reproduced. A review of the event history log identified "shut door - power off" messages. The reported condition was verified. The cause was determined to be an out of specification link mount screw. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a constant close door message. The event occurred during testing. There was no patient involvement. No additional information is available.